Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of patient made mistake/break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2010, the patient started treatment with a loading dose intraperitoneal (ip) injection of vancomycin 1gm and once daily ip injection of zidime 1 gm. At the time of this report, the patient remained hospitalized and the peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of patient made mistake/break in aseptic technique was unknown. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.